Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd july 2025, it was reported by an arthrex's employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during a hip impingement disease surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. No evidence of the failure was received. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15318578 was received for evaluation. Visual inspection revealed that the handle/shaft arrived without the anchor and sutures. No damage was observed on the returned piece. The shaft was rolled on a surface plate #650 to check for bends, and no issues were found on the shaft. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.